Event description:
It was reported that the device transmitted a signal through merlin.net after the patient received inappropriate shock due to noise oversensing. The patient was undergoing surgery at the time of the transmission and the noise was determined to be from cautery. The patient was in fine condition following the event and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.